Event description:
It was reported that the device had a damaged upstream occlusion sensor seal with many slits/indents on the seal. The interior battery door latch compartment is also slightly damaged. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no history in the past 12 months. The customer issue was confirmed through visual inspection. The upstream occlusion seal was replaced to fix the problem. The motor was also replaced as it was found to be over six million rotations. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.